Event description:
It was reported that part of a guidewire was "broken off" during a de-clot procedure at a dialysis center. The event was not reported to terumo until a letter on behalf of the pt was received on june 29, 2010. The following info was reportedly obtained from medical records: pt had "impending graft failure" and "underwent attempted percutaneous management of graft thrombosis"; physician at the dialysis center advanced the guidewire through introducer needle into the graft; graft was "cleared of clot" using fogarty balloon catheter, then area of stenosis was dilated with second balloon; subsequently, a detached piece of guidewire "was noted in venous limb of the graft;" balloon was left inflated to "prevent migration of the foreign body" and pt was transferred to the hospital in stable condition; surgery was performed several days later in which the detached material was removed, clotted graft was "discarded" and new graft was inserted.

Manufacturer narrative:
Method - the involved device is not available for eval and neither the product code nor lot number is known. Therefore, the failure investigation was limited to a review of user facility info. Results / conclusions = based upon eval of user facility info. (B)(4). Add'l surgical procedure was required to retrieve the detached material, but there was no code available. As noted above, due to the lack of the involved device return and product code / lot number identification, the failure investigation was limited to a review of user facility info provided as excerpts from the physician procedural notes. Although the cause cannot be definitively determined based upon the limited info available, the event description is consistent with guidewire damage due to manipulation against a hard, sharp surface (such as metallic portion of another device, a calcified vascular lesion, etc). The potential for inappropriate manipulation of the glidewire under certain conditions to result in damage and/or separation is addressed in the device labeling. Specific statements in the warning / caution sections include: "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval", "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire"; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; if any resistance is felt, or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available info has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and f/u. (B)(4).